Event description:
During a laparoscopic gastric bypass the physicians fired the third load of the stapler when they noted that there was a misfire and there were no staples present on either side of the stomach. The knife had cut, but the staples misfired thereby creating a large gastrostomy in the stomach. The physician does not know what happened to the staples because there were none hanging around and none in the cartridge. They had to go in and over-sew the incision line, that is why the patient had an extended time in the or operating room.